Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The system was stuck open and unable to open/close gantry. There was also a damaged cover. There was no patient involvement.